Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The facility reported a flo-gard infusion pump which did not infuse as intended during patient use. This condition may have resulted in the interruption of an infusion. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
Caller states that a patient reportedly received the following results on an inform meter with comfort curve strips, compared to lab results, within 10 minutes: 517 mg/dl and 430 mg/dl (meter) 2);l 89 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.